Event description:
A report was received that the patient was admitted to the emergency room with severe pain in his left foot after the physician disrupted a nerve while placing the lead. The patient's physician reported the patient's symptoms were not related to the device.

Manufacturer narrative:
Explanted devices will not be returned to bsn as it was discarded by medical facility.